Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was at 503 mg/dl. Customer's blood glucose was originally 201 m/gl. Customer disconnected from the pump and there was no insulin in the tube. Customer unhooked from everything and gave herself 5 units. Customer's blood glucose is now 247 mg/dl. Customer stated that she has a back-up plan of injections. Customer found air in the tubing. Customer stated that the air bubbles were about 2-3 inches long. Troubleshooting was performed and customer stated that air bubbles did not persist after the set change. Customer was assisted with correcting the time and date settings. Customer performed the high pressure test and the pump passed. Customer removed the set from her body and the cannula was not bent. Customer was advised to do a complete set change.